Manufacturer narrative:
Based on the current information provided, the causes of the intra-operative complication and customer reported failure mode cannot be determined. Isi has not received the harmonic ace curved shears instrument involved with this event for failure analysis evaluation. However, isi received a drape from the customer and completed investigation of the product. A visual inspection was performed and no damage was observed. No damage was found on the sterile adapter. The sterile adapter was installed on an in-house system and the sterile adapter passed engagement. An in-house instrument was placed and driven on an in-house system with the sterile adapter installed. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No issues with installing and removing the instrument was observed. The sterile adapter was fully functional. There was no problem detected. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. An isi clinical development engineer (cde) reviewed an image provided by the customer for this event and determined the following: from the given image, a da vinci si sterile adapter and some drape can be seen attached to the sterile adapter. It appears as though the drape was cut. However, no conclusion for the root cause of the issue can be determined from the image. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastrectomy procedure, a pelvic bleed occurred. The issue occurred when the harmonic ace curved shears instrument could not be closed, delaying coagulation. The customer was unable to clip or remove the instrument¿s housing to and from the sterile adaptor. The estimated blood loss was 50ml. Hemostatic gauze was applied through an assistant port to achieve hemostasis. The causes of the intra-operative bleed and customer reported failure mode are unknown.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, a pelvic bleed occurred. The issue occurred when the harmonic ace curved shears instrument could not be closed, delaying coagulation. Hemostatic gauze was applied through the assistant port for hemostasis. The harmonic ace curved shears instrument¿s housing was unable to clip to or be removed from the sterile adaptor. The sterile adaptor was disconnected from the universal surgical manipulator (usm) and the harmonic ace curved shears instrument was able to release. The usm was re-draped with a new drape, the harmonic ace curved shears was reinstalled and functioned normally. The surgery was completed robotically. The estimated blood loss was 50ml. The patient is reported to be doing well and did not have post-operative complications. The drape was inspected prior to use and no damage or abnormality was detected. Upon inspection after the procedure, the groove direction of the sterile adaptor was noted to be incorrect, with the adaptor not matching to the shell. The surgeon believed that the issue was due to the sterile adaptor. After the procedure, an intuitive surgical, inc. (Isi) field service engineer (fse) verified that there were no issues with the da vinci system and harmonic ace curved shears instrument.